Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the infusion cannula assembly was received, the cassette and tubing accessories were not returned for root cause evaluation. It is important to remind the customer to return all product associated with the event. The infusion cannula was inspected and no damage was observed. It was placed on a calibrated console and met specifications when tested with lab stock components. The root cause could not be determined conclusively with the available information. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette pak is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that irrigation failure occurred, intraocular pressure (iop) decreased and air displacement was not possible during surgery. The surgery was completed by new product. The procedure type was unknown. There was no patient harm.